Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-04778. Reference MFR report: 1627487-2016-04779. It was reported the patient was admitted to the hospital where her entire scs system was explanted due to an infection. The site of infection and the patient's current condition is unknown at this time.